Manufacturer narrative:
Investigation of this report is currently in progress. Nellcor's directions for use indicate the following: caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tube usage not exceed twenty-nine (29) days.

Event description:
On 11/14/2006, nellcor puritan bennett rec'd a report where it was claimed that the device developed a leak in the cuff during use on a pt. The caller informed nellcor that the device had been in use about 2 months. The customer also stated that sometimes the devices are used for periods of 3 months or longer. Nellcor provided a replacement device, but the device with the reported leak still remains in use.